Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter city: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) university initial reporter city: (B)(6). Block h6: medical device problem code a050501 captures the reportable issue of device unable to deploy. Block h10: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned. It was noted that the ligator head returned with two bands attached and four bands inside a bag. The suture thread was cut, possibly during the device removal. The slack was taken up correctly and the post showed insertion marks of the trip wire. The trip wire was not properly rolled and the handle had friction marks of the trip wire. The device was observed under magnification, and the ligator head teeth and the suture hole were both in good condition. The suture thread was cut. A functional evaluation was performed, the trip wire did not roll properly, which prevented the handle from being rotated. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire did not roll properly on the spool. It was detected that the trip wire was rolling incorrectly, this caused the loss of functionality of the handle assembly. The operation of the device was affected as it did not have the required accuracy, so it is possible that the bands have not been deployed as intended. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: medical device problem code a050501 captures the reportable issue of device unable to deploy. Block h10: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. It was also noted that the ligator head returned with two bands attached and four bands inside a bag. The suture thread was cut at the time of removing the device and the trip wire was not properly rolled. Additionally, the handle has friction marks of the trip wire. Further inspection shows that the ligator head teeth was in good condition. A functional evaluation was performed, the trip wire did not roll properly and prevents the handle from being rotated. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire did not roll properly on the spool. It was detected that the trip wire was rolling incorrectly, this caused the loss of functionality of the handle assembly. The operation of the device was affected as it does not have the required accuracy, so it is possible that the bands have not been deployed as intended. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications. Block h2 (additional information): block d4 (lot number, expiration date) and block h4 (device manufacture date) have been updated based on the additional information received on april 8, 2022.